Manufacturer narrative:
(B)(4). The device was returned for evaluation; however, it could not be evaluated as it was not properly packed and posed a contamination risk. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a regional anesthesia infusor leaked in its overpouch after filling with an unknown anesthetic. The reporter stated that the patient held the device and got wet. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 6 of 15.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured october 17, 2013 ¿ october 18, 2013. As the sample was discarded, a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.